Event description:
It was reported that the patients spinal cord stimulator (scs) device was no longer functional and was experiencing loss of stimulation. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.